Event description:
It was reported that during a video assisted thoracic lobectomy procedure the doctor used device with green reload to transect lung fissure, the first fire (green reload) was smooth and staple line was well formed. In the second fire, the user closed a trigger as usual and waited 15 seconds before firing, the surgeon found a firing was not smooth and seemed to be stuck, fortunately a complete firing was made, but a staple line was not well formed, some staples were not formed and attached to the transected tissue. Finally surgeon use suture to close the hole and complete a surgery. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. The analysis results found that one reload was received in good visual condition and fully fired. No functional test was performed due to the condition of the reload. Event could not be confirmed as no instrument was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.